Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer's dad reported via phone call that the insulin pump had a critical pump error the customer¿s blood glucose level was 100 mg/dl at the time of the incident. Customer states that the pump has been vibrating and beeping. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced and returned for analysis.